Manufacturer narrative:
Additional information: d10, h6, h10 one cadd cassette reservoirs was returned for analysis. The sample received consist in one cassette product form p/n 21-7302-24 l/n 3840914. The sample was received in un-used conditions with its original packaging unwrapped inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The cassette sample had a medication information label. Functional testing was performed by using a syringe to infuse water into the ay bag and leakage was detected. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is; during assembly process in the bag loading operation the ay bag was not handled property. Production personnel was notified regarding reported failure mode and was conducted by quality engineer. The production and quality personnel were training on quality alert. The problem source of the reported problem was the manufacturing process.

Event description:
Information was received indicating that post compounding of medication, fluid was noted outside the bladder of a smiths medical cadd cassette reservoir. No patient consequences were reported. No adverse effects were reported.